Event description:
Customer's mother reported that there is a button error alarm on her sons insulin pump. Customer states that there is an alarming insulin pump. The blood glucose reading is 135 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to verify a21 alarm due to button keypad anomaly. The insulin pump has cracked case at display window corner, reservoir tube lip, broken belt clip slot, minor scratched display window and bleeding lcd glass.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.